Event description:
Bd nexiva ref (B)(4) closed IV catheter system - the dual port was missing. There was only tubing and needle. On (B)(6) 2018, rn was asked to start an IV on pt for echocardiogram with definity to be completed on pt. Sonographer was in the stress echo room with myself, pt and pt's wife. After appropriate vein was visualized in right forearm, the area was cleansed with chlorhexidine, allowed to dry, IV start kit opened and IV was started. Once vein was accessed with IV, it was noted that there was nothing on the end of the tubing (no end cap or anything to attach syringe to). IV was clamped shut and removed with catheter tip intact. Visually inspected other IV start kits that I had on hand in the room. No other IV start kits were noted to be defective. IV was successfully started in left ac. Pt tolerated procedure with no adverse effects.